Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cardiac catheterization while accessing through the patient's right femoral artery, the inner canula of the dilator broke off inside the vessel. A vascular physician was asked to help with the removal of the detached pieces. Antibiotics were administered post procedure. The patient remained sedated and comfortable throughout entire case.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.